Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: the total daily dose basal history appeared to be inaccurate due to a unexplained loss of prime recorded on (B)(6) 2016 at 08:59; deliveries resumed at 09:32. And unexplained loss of prime was recorded on (B)(6) 2016 at 12:17; deliveries resumed at 14:26. The pump was exercised for 24 hours with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and the total daily dose showed 48.0u. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. No delivery interruptions or alarms occurred during the investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 20.2 mmol/l with excess urination, extreme thirst, and extreme tiredness. It was reported that the basal history did not match the active basal program. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s basal settings were recently changed. This complaint is being reported because the reported patient health event was attributed to an alleged pump malfunction.